Manufacturer narrative:
Additional device implanted and involved in this event: pla360400/14292800. Lot 14166989 UDI: (B)(4). Lot 14292800 UDI: (B)(4). The patient¿s medications include; lipitor, coumadin, lisinopril, plavix, digoxin and carvedilol. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. The IFU further states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of bilateral common iliac aneurysms with six gore® excluder® aaa endoprostheses. It was reported the patient had a large reverse taper of the proximal neck, causing deployment of the trunk-ipsilateral leg component more distal to the renal arteries than intended. According to the report, an aortic extender component was implanted for proximal extension and positioned distal to the ostium of the lowest renal artery. It was reported, the right internal iliac artery was coiled and intentionally covered with the implantation of an iliac extender component. The procedure concluded with the implantation of two aortic extender components in the left common iliac artery. Final angiography showed exclusion of the bilateral aneurysms with no evidence of endoleak, and the patient was reported to have tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography scan identified loss of vessel wall apposition of the most distal aortic extender component implanted in the left iliac artery. Evidence of minimal (~1mm) aneurysm enlargement was identified, however evidence of endoleak or device migration was not seen. Reportedly, the cause of the aortic extender component to maintain complete wall apposition in the left iliac artery was due to inadequate device length. On (B)(6) 2017, an intervention was performed to address the distal apposition issue. According to the report, a contralateral leg component, was implanted for distal extension on the previously implanted aortic extender component with intentional coverage of the left internal iliac artery. It was reported, post implantation images showed all devices had obtained adequate apposition to the vessel walls. Reportedly, no additional treatment was performed for perfusion of the bilateral internal iliac arteries, the physician will continue to monitor the patient. The patient was reported to have tolerated the intervention procedure. According to the report, three days post intervention the patient has shown no signs of claudication.